Manufacturer narrative:
The subject device was not returned for evaluation. Technical assistance support engineer advised the customer that they need to perform the leak test and fully submerge the scope as instructed in the reprocessing manual. In addition, the letter on compatible detergent with the scope along with other related documents on the detergent and glutaraldehyde were provided. Endoscopy support specialists (ess) site visit for training and education were offered. To date, the ess visit has not been finalized. To date, there was no patient harm or infection reported due to the reported incident.

Event description:
It was reported that the customer received a ¿flexible endoscope cleaning & disinfection guide¿ from (technical assistance care support) tac. Upon review of the guide materials provided, it was discovered that the site facility was not performing the leak testing or submerging the entire scope in the disinfectant as instructed by the reprocessing guide for the enf scopes. There was no patient impact or harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the site facility was not performing the leak testing or submerging the entire scope in the disinfectant as instructed by the reprocessing guide for the enf scopes. The root cause could not be identified however, the probable cause was due to user's handling (use error) in the facility. : it was confirmed that a leak test was not performed in the facility. In addition, it was confirmed that the endoscope was disinfected without immersing the whole of the endoscope in disinfectant solution. The instructions for use states ¿please read before use: reprocessing and storage: this instrument was not disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 8, ¿cleaning and disinfection equipment¿. After using this instrument, reprocess and store it according to the instructions given in chapter 5 through chapter 9. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. 7.6 high-level disinfection: all disinfection steps should be performed with the endoscope and all equipment completely immersed. If the equipment is connected or disconnected while not immersed, disinfectant solution may not adequately contact all surfaces of the equipment. As a result, the effectiveness of disinfection may be reduced."